Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated a non-reactive result with the architect hbsag assay in 2008. Another sample from the same patient tested reactive for the architect hbsag assay when tested at the end of the same month. The same patient sample when retested on a different architect analyzer tested reactive. The customer suspected the non-reactive architect hbsag assay result to be false negative. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us.. An investigation was performed in response to the customer's complaint. No return material was available to support this investigation, therefore the investigation was completed using an in house retained lot of 61291lf00 and two commercially available seroconversion panels (7 bleeds) and (6 bleeds)) to assess reagent sensitivity and 15 replicates of negative human plasma to assess reagent specificity. Results showed that the seroconversion panel profile generated by lot 61291lf00 is comparable to the historical panel profile data previously generated. Therefore, the sensitivity of this lot is deemed to be acceptable. Testing of 15 replicates of the negative plasma generated acceptable results demonstrating that the specificity of the assay is acceptable. Additionally, a review was performed of the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to the customers. No anomalies were reported and all the kit release specifications were met. Furthermore, a review of complaints were performed which indicated that this issue was observed previously and as a result, an extensive investigation has been performed. The investigation revealed a highly complex interaction between the hbsag reagents and the instrument/environment in connection with the specific hbsag assay design. The overall specificity of the assay is not affected. In spite of the extensive reviews and studies, the root cause could not be determined. The issue is most likely caused by a combination of the instrument and reagent. Consequently, an assay improvement plan has been initiated to reduce the frequency of this issue. The architect hbsag package insert contains adequate information to address the customer's issue. The result of the current investigation documented that the architect hbsag reagent kit is performing within its intended use, label claims and specification. No product deficiency was found. This is a final report.